Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer determined the most likely cause of the reported event is the compressor assembly and ordered a replacement. The customer reported the suspect compressor assembly is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect compressor for evaluation. The completed compressor evaluation will be included in a supplemental report.

Event description:
The customer reported a continuous "loss of air alarm", ¿compressor rotor locked massage¿ in error log and an unresolved inoperative internal compressor assembly on this avea ventilator device. The customer stated no patient involvement with this event.